Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor tried to use the clip applier when it jammed. When he tried firing it again, an open clip jumped out of the jaw. When he fired it again, the clip was deployed closed and then jammed again. Some of the clips that came out closed had arms that "crossed over" each other. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4)